Event description:
Customer reported set coming apart even after having been tightened. The location where the separation is occurring is at the most distal attachment. The extension set is disconnected with only approximately 1/4 of a turn. No pt harm reported. Although requested, no additional info was available.

Manufacturer narrative:
MFR's report date: 10/07/2010. (B)(4). The set was not saved at the facility for eval. The lot number was not identified, therefore, lot history record review could not be performed.